Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the physician attempted arteriotomy closure with a starclose vascular closure system. After deployment, the starclose became 'stuck'. The physician tried to use the safety release button to disengage the vessel locator wings but it did not appear to work. The starclose was removed and hemostasis was achieved using manual compression. No additional information is available.